Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with severe lumbar spinal stenosis. Neurogenic claudication. Degenerative disk disease. Herniated nucleus pulposus. Lumbar radiculopathy. Spondylolisthesis to l4-l5. The patient underwent bilateral laminotomies and foraminotomies at l3-l4, l4-l5, and l5-s1 with preservation of inter-spinous ligament at l3-l4 and l5-s1. Posterior spinal instrumentation segmental at l4-l5 with lumbar pedicle screw system. Posterior lateral lumbar arthrosis/fusion. Transforaminal lumbar inter-body fusion with light decompression from the l4-l5 from the left side with peek inter-body cage at l4-l5 measuring 13 mm * 25 mm from the left side by partial corpectomies at the lumbar- 4, lumbar-5. 5. Bone marrow aspirates translocation. Iliac crest bone graft harvested through a formal subcutaneous incision on the right side. Neuro monitor with sseps and motor evoked potentials for 10 spinal nerves and spinal cord. Use of biplanar fluoroscopy with intra-operative read. Microscope 20 * floor-mounted power for field illumination and field magnification. Epidural of marcaine and duramorph for post-operative pain relief. Bone fusion devices * 1. Use of bone morphogenic protein inter-body device rhbmp-2. As per-op notes, "......care was taken to preserve the facet capsules with l3-l4, and l5-s1. Microscope 20 * floor mounted power was done for bilateral laminotomies for preservation of inter-spinous ligament at l3-l4, l4-l5 and l5-s1. L5-l5 inter-spinous ligaments were taken down. The patient had severe neuroforaminal stenosis with l4-l5 affecting l4 nerve root. Disk space was distracted at l4-l5. Diskectomy was done at l4-l5 and pa rtial corpectomy at l4-l5. From the right side bone marrow aspirate and from the left side subcutaneous bone marrow aspirate was taken from left iliac crest......bmp was used" patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.